Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00757. It was reported the patient (australia) experienced ineffective stimulation. Diagnostics indicated impedance issues with both leads. Surgical intervention was undertaken and the leads were explanted and replaced. Also, an additional lead was implanted.